Manufacturer narrative:
Continued: e.1. Zip code: 20100 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " ruptured". This record is for the "left" side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4, h3.

Event description:
Healthcare professional reported left side rupture. The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported " ruptured". This record is for the "left" side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, d1, d2, d4, d9, h4,h6.